Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer¿s blood glucose (bg) level was elevated; however, the value was not provided. The customer administered manual injections to address bg level. It was indicated that the customer was able to load a new cartridge successfully.